Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set was leaking at tubing. The blood glucose level of the patient was 518 mg/dl whih was treated by correction injection via multiple daily injection. Also, the patient had moderate ketones which the healthcare professional did not assess as dangerous or life-threatening. Moreover, the infusion set was used for one hour. However, on (B)(6) 2024, the patient first went to emergency room and subsequesntly hospitalised. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. No further information available.